Event description:
Per the clinic, the patient experienced no sound and no benefit from the internal device (specific date not reported). Subsequently, the device was explanted on (B)(6), 2023, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.